Manufacturer narrative:
Concomitant medical product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead .section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-dec-2022, (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient needed a lead revision since they had minimal pain relief despite multiple attempts at reprogramming. There were no falls or anything that could have led to a lead migration. No other contributing factors are known. They had performed multiple reprogramming sessions since implant as diagnostics/troubleshooting interventions prior to the scheduled revision, all resulting in minimal pain relief. The revision is scheduled for (B)(6) 2019. There were no further complications reported or anticipated.